Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. The procedure was completed with the original speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. On (B)(6) 2023, one band was excreted. The patient was moved to a ward for 24 hours observation after the procedure, which was not included in the initial surgical plan. The patient's stool and vital signs were continuously observed for 24 hours and if the patient is bleeding again, and no additional treatment or procedure was needed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. E1: (initial reporter facility name) (B)(6) hospital. H6: imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf impact code f08 captures the reportable event of prolonged hospitalization as the patient was observed 24 hours after the procedure.